Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The physician reported the peritonitis was due to streptococcus; however, the cause of the breach in aseptic technique was not further specified. The same date as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event and antibiotic therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide any further information.